Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had floppy glans due to an undersized device. The ipp was explanted and replaced. No further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had floppy glans due to an undersized device. The ipp was explanted and replaced. No further patient complications reported.